Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, one of the haptics was broken upon implantation. There was contact with the patient and the procedure was completed the same day. Additional information was provided by the surgeon that the iol was partly in the eye when the tip of the loop broke off during manipulation. No specific patient harm was done since the decision was made to pull out the iol from the eye and return at a later date for iol implantation. The patient still needs to have a surgery for implantation of another intraocular lens since she is aphakic at this time. The surgeon is waiting for the corneal swelling to improve before further surgical intervention. The prognosis is guarded due to persistent corneal swelling. The corneal swelling is not related to the actual breakage of the loop of iol, but due to surgical manipulations during surgery.